Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14964. It was reported the patient was not receiving therapy in the correct area. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein one of the patients leads was repositioned resolving the issue. It is unknown which lead was revised so both leads are being reported.